Event description:
The customer reported that they had an alarm set up with a chair sensor actively monitoring the patient in her chair. They also had a 'nurse sitter" camera monitoring the patient. The nursing staff reported that the patient got up unassisted, fell hitting her head and sustained a head trauma. The nursing staff heard the alarm sounding in the patient's room and on the camera. The nursing staff went in to the patient's room, found the patient on the floor and the alarm was sounding. The patient subsequently passed away on (B)(6) 2013 due to head trauma.

Manufacturer narrative:
Evaluation: results: the customer returned the alarm and sensor pad with no damage. The alarm powers on. When the sensor is connected to the alarm and weight is off the sensor, the alarm sounds as expected. The sensor was connected to a known good alarm and the alarm sounds as expected when weight is removed from the sensor pad. The alarm passed all functional tests. The customer confirmed that the sitter select worked as designed to provide notice to the nursing staff of the patient's exit from the chair, however, nursing staff was not able to respond in time to prevent the patient's fall. (B)(4).